Event description:
While servicing a coulter act diff 2 analyzer at a customer's facility, a beckman coulter field service engineer identified platelet background failures at startup. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the instrument and noted the instrument needed to be decontaminated. The fse performed the decontamination procedure to resolve the platelet parameter failure on startup. Labeling in the service manual ((B)(4)) - decontaminate the instrument's diluent delivery system whenever you suspect contamination is the cause of elevated background counts. Attention: throughout this decontamination procedure, handle the pickup tubes carefully to avoid recontaminating the system. To avoid contamination in the future, always place the pickup tubes on a known clean surface or material when changing the reagents and stress this action to the operator. (B)(4).